Event description:
It was reported that the burr shaft broke. A 1.5mm rotalink plus was selected for an atherectomy procedure in an unspecified lesion. During the rotablation with 175000rpm, the burr stopped spinning. During removal, it was noted that the plastic cover around the burr shaft was broken 30cm distal from the advancer in two parts. No patient complications were reported.

Manufacturer narrative:
Additional information: describe event or problem, initial reporter title, initial reporter last name, initial reporter phone, occupation.

Event description:
It was reported that the burr shaft broke. A 1.5mm rotalink plus was selected for an atherectomy procedure in an unspecified lesion. During the rotablation with 175000rpm, the burr stopped spinning. During removal, it was noted that the plastic cover around the burr shaft was broken 30cm distal from the advancer in two parts. No patient complications were reported. It was further reported the 90% stenosed lesion was located in the moderately tortuous and severely calcified left anterior descending artery. There were no difficulties when advancing the device. It was unknown what caused the break. The entire device was completely removed by simply pulling out the device. The procedure was completed with ballooning. There were no patient complications and the patient was fine.

Manufacturer narrative:
Additional information: describe event or problem, initial reporter title, initial reporter last name, initial reporter phone, occupation. Device evaluated by MFR: the returned complaint device consisted of a rotablator rotalink plus device. The burr catheter was received attached to the advancer. The advancer, handshake connections, sheath, coil and burr were microscopically and visually examined. The sheath is torn 29.8cm from the strain relief and there is blood in the distal portion of the sheath. The coil is stretched. Functional testing was performed by connecting the advancer to the rotablator control console system. There were no abnormal noises or leaks and the device did not run; so it was not able to get any speed. The advancer was dismantled and the ultem was found to be melted and the turbine was corroded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the burr shaft broke. A 1.5mm rotalink plus was selected for an atherectomy procedure in an unspecified lesion. During the rotablation with 175000rpm, the burr stopped spinning. During removal, it was noted that the plastic cover around the burr shaft was broken 30cm distal from the advancer in two parts. No patient complications were reported. It was further reported the 90% stenosed lesion was located in the moderately tortuous and severely calcified left anterior descending artery. There were no difficulties when advancing the device. It was unknown what caused the break. The entire device was completely removed by simply pulling out the device. The procedure was completed with ballooning. There were no patient complications and the patient was fine.